Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. System check was performed, however customer declined to complete the check. Customer changed out infusion set and resumed insulin delivery. Customer's blood glucose was 118-287 mg/dl at the time of event.